Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that an incorrect lead was used for the implantable neurostimulator (ins). Patient had come to the hospital determined that they wanted a rechargeable neurostimulator battery. This was agreed and the kit was prepared however just before procedure patient changed their mind and decided to have an non-chargeable neurostimulator instead. After the procedure was done, manufacturer representative (rep) noticed that the incorrect lead was used. Patient had to return to operating room to get the incorrect lead removed and get the correct one implanted. Issue resolved. No device returns as it was discarded.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va33b8j implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep can confirm an impedance check was not completed prior to closing the patient. The rep was told by their team that it is not something routinely carried out unless there is a particular reason to check.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va33b8j, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.